Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.